Event description:
The customer's husband reported a frozen screen that was not resolved by troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the frozen screen due to the blank display anomaly.